Event description:
The customer reported a leak from the coulter act diff analyzer. The instrument was generating high hemoglobin (hgb) and red blood cell (rbc) counts on controls when the leak was noticed. The volume of the leak was about 1 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Upon revision of the catalog # filed changed from 6706319 to 6706366.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found the dual diluent filters were clogged. The fse replaced the filters, which repaired the leak and the failing controls. The repairs were verified per established procedures. (B)(6).